Manufacturer narrative:
(B)(4).

Event description:
This is report 2 of 2 involved in this event. This is a report of a patient who was unable to secure a connection between the locking titanium adapter and the minicap transfer set while changing their transfer set for peritoneal dialysis. There was patient involvement; however there was no patient injury, medical intervention, or adverse reaction indicated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable locking titanium adapter was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. As the locking titanium adapter was not returned and the lot number is unknown, a device analysis cannot be completed. Should relevant additional information become available, a follow-up report will be submitted. (B)(4).